Event description:
As a technologist was operating the central support, they received a cut on the inside of their left hand. After inspection was done by the customer it was reported that two pieces of glass found in the external part of the central support were determined to be the cause of the cut. The cut was sutured with biological glue.